Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. An ion stent was successfully deployed in the unspecified lesion and the physician attempted to deploy a second ion stent distal to the first one. While advancing the stent delivery system (sds) through the previously placed stent, the physician felt that the stent was coming off of the balloon and had to deploy the stent inside the previously placed stent. The procedure was completed at this point with no additional patient complications reported. The patient's current condition is okay.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).